Event description:
It was reported the customer exposed their insulin pump to moisture. The customer reported falling into the lake. Customer stated their insulin pump was blank and stopped working shortly after. The customer had reverted to their old insulin pump in the mean time. Customer's blood glucose was unknown. It was also found a constant tone was occurring from their insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly and corroded motor home switch noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.